Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026 at 3:16 pm et, the user reported going to the hospital after experiencing symptoms of a high glucose event, including dehydration and frequent urination. At the time of the call, the user stated they were feeling better. The event was related to diabetes, and the example set provided indicated sg 107 mg/dl and bg 466 mg/dl; however, upon dms review, it was confirmed that at 3:16 pm et the sg was 107 mg/dl and no bg value was available in dms. It was also confirmed that the user did not receive a high glucose alert at the time of the event. The user did not receive treatment at the hospital and was not prescribed any medication, as they self-administered insulin. The user's hcp is aware of the event, and per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported going to the hospital after experiencing symptoms consistent with a high glucose event, including dehydration and frequent urination. The event occurred at approximately 3:16 pm eastern time. The user reported feeling better at the time of follow-up. The user stated that at the time of the event, a blood glucose value of 466 mg/dl was measured while the sensor glucose reading was 107 mg/dl. Review of the data management system confirmed that at approximately 3:16 pm eastern time, the sensor glucose value was 107 mg/dl and was not trending upward. Glucose alert settings could not be confirmed, as the user reported being unable to access the eversense mobile application due to a phone issue. Review of the alert history showed that no high glucose alert was asserted. The user did not receive treatment during the hospital visit and was not prescribed medication. The user reported self-administering insulin. The user's healthcare provider was aware of the event. An associated case (MFR#: 3009862700-2026-00291) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for sensor replacement, and the device was requested for further investigation. Following escalation review, a sensor replacement was approved due to system performance concerns, and a return material authorization was issued for further evaluation. The sensor was not returned to senseonics by the time of complaint closure. Review of available sensor glucose data showed variable readings with reduced agreement between sensor glucose and blood glucose values. Analysis of available in-vivo data demonstrated a decline in sensor performance over time. These findings are consistent with chemical degradation of the glucose-indicating component within the sensor hydrogel and likely contributed to the reported inaccuracies. Review of the data management system confirmed that the user stopped using the system on (B)(6) 2026.